Manufacturer narrative:
Investigation summary: a single used 3ml syringe with needle attached was received double bagged inside biohazard bags. The sample contained unidentified white liquid substance and was covered in said substance. Due to contamination and potential hazard, it was visually evaluated through the bags only. A small crack along the barrel wall was observed extending approximately between 1/2 and 1 ½ markings to the right of the grad lines. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: a single used 3ml syringe with needle attached was received double bagged inside biohazard bags. The sample contained unidentified white liquid substance and was covered in said substance. Due to contamination and potential hazard, it was visually evaluated through the bags only. A small crack along the barrel wall was observed extending approximately between 1/2 and 1 ½ markings to the right of the grad lines. Root cause description: potential root cause for the cracked barrel defect is associated with the assembly process.

Event description:
It was reported that a barrel break occurred with a bd luer-lok¿ blunt fill needle. The following information was provided by the initial reporter: "explained that the barrel cracked during an injection on a patient causing the medication to squirt out. They stopped the injection and completed it with another syringe. There were no injuries, changes to treatment, or medical actions as of now."